Event description:
Reference number (B)(4). Event occurred in chile. It was reported that the patient experienced infusion set cannula was bent on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received insulin pump. It was also reported that the patient was hospitalized on (B)(6) 2025 for less than 24 hours and patient blood glucose levels while admitting the hospital was 560 mg/dl. The patient had ketones which were 1.8 mmol/l. The patient had no symptoms at hospital and the main reason for hospitalization was high blood glucose levels. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated soft cannula found bent upon removal from infusion site. The batch 6001817 in question was manufactured at the reynosa site. Complaint investigation. Test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6001817 was manufactured according to the wi version 45 manufactured in the line/machine multivac 08, on 18/jun/2023 with a total of (B)(4) units. Assembly DHR review: the lot 3f02450 was manufactured according to the wi version 26 manufactured in the machine sc1, on 20/jun/2023 with a total of (B)(4) units. The lot 3f02448 was manufactured according to the wi version 26 manufactured in the machine sc1, on 19/jun/2023 with a total of (B)(4) units. The lot 3f02443 was manufactured according to the wi version 26 manufactured in the machine sc1, on 16/jun/2023 with a total of (B)(4) units. The lot 3f02444 was manufactured according to the wi version 26 manufactured in the machine sc1, on 17/jun/2023 with a total of (B)(4) units. Bun DHR review: the lot 3f02059 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02671 was manufactured according to the wi version 36 manufactured in the machine us05, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02685 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02682 was manufactured according to the wi version 36 manufactured in the machine us05, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02684 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02152 was manufactured according to the wi version 38 manufactured in the machine p 8, on 13/jun/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code evaluated soft cannula found bent upon removal from infusion site and lot 6001817 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.